Event description:
Reference number (B)(4) event country the united states. It was reported that the patient experienced high blood glucose with unknown value and was corrected with injection via multiple daily injections due to blockage in the tubing on (B)(6) 2026. No further information available.